Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed a sunken area to the uso seal, a jammed disposable pin, and fluid residue in the lock opening. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was not duplicated; however, fluid contamination was confirmed inside the pump. The probable cause of the reported issue was due to the uso seal and jammed disposable pin. As a result, no further action was taken as pump was deemed uneconomical to repair. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not detect the cassette. No adverse patient effects were reported by the customer.